Manufacturer narrative:
(B)(4). An open clamp on an unused supply line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) occurred during dwell three of five of peritoneal dialysis therapy on the homechoice. The home patient (hp) was connected at the time of the event. During troubleshooting, the hp stated that a clamp was left open on an unused capped supply line. The technical services representative assisted the hp with ending therapy and reviewed proper procedures with the hp. The hp indicated they would complete therapy with manual supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.